Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide after a diagnostic procedure. Reportedly, while trying to advance the proglide device, it kept trying to "turn over" and could not get marking. The proglide device was removed and a second proglide device was used to achieve hemostasis and manual arterial compression was applied for oozing. A 5fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: an analysis of the returned device could not confirm the reported device issue. The plunger was still in the pre-deployed position and there was no slack present on the link. The marker tube appeared normal and the marker port is not occluded. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances relevant to the complaint associated with tis lot. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.